Event description:
During routine testing of the device, the user reported the roller pump tongue was broken. The issue occurred while cleaning the roller pump. The device was returned for investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.